Event description:
Customer reported high device results for the past 3 weeks, values not provided. Customer went to the doctor. Customer was having low blood glucose symptoms. Customer's device = 101 mg/dl and doctor's device = 39 mg/dl. Doctor gave customer apple juice and increased medication based on higher device results. No controls used. A request was made for return product and replacement product was sent.